Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retained devices. Source: phone.

Event description:
Suspected 3 false positive flu b results out of 21 tests. The customer communicated one result was confirmed by another rapid antigen assay; other results had no confirmatory testing completed.